Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery to support the 58 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e. Prior to the cp insertion the patient was supported by an intra-aortic balloon pump (iabp) and extra corporeal membrane oxygenation (ECMO). The cp will vent the ventricle for the primary ECMO support device. The underlying medical history was inclusive of renal insufficiency and dialysis. The cp was supporting along with the automated impella controller (aic) when there was placement signal low alarms in the ICU. The team stated the pump was in appropriate position via the imaging. The pump and aic remained on for support despite the aic alarm til decision was made on day 3 to withdraw care. The patient expired. The death is conservatively being reported on the impella/aic due to the inability to conclusively dissociate the product from the patient outcome.